Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not deploy from the delivery system. The capsule was partially attached to the delivery system upon removal from the patient, and it was noted that the capsule trocar needle was not fully advanced. No serious injury to the patient was reported.